Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous left circumflex artery (lcx). The 3.0x33mm xience xpedition stent delivery system (sds) was attempted to be advance through an unspecified 6fr catheter; however, resistance was felt. After several attempts in retracting and pushing the sds to advance, the stent gradually dislodged. The physician inflated it to 4 atmospheres in order to keep the stent on the device; however, during advancement the stent completely dislodged and became lost in the patient anatomy. The stent was not able to be located via angiogram and was not visible. Another xience stent was used to treat the lcx. The patient is noted to be doing fine and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported foreign body in patient appears to be related to the operational context of the procedure. Factors which may contribute to difficulty advancing the device in the guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, handling of the stent during preparation, and interaction with the anatomy, accessory devices and/or previously implanted stents. In this case, it is possible that the device was not properly supported or coaxially aligned during advancement, as resistance was noted, which may have contributed to the reported difficult to advance/position (guide catheter resistance), ultimately causing the reported stent dislodgement due to further interaction with the guide catheter; however, this cannot be confirmed. The stent became lost in the patient anatomy. It was not able to be located via angiogram and was not visible. There is no indication of a product quality issue with respect to manufacture, design, or labeling.